Manufacturer narrative:
Investigation outcome: the logfile shows many alarms that appeared shortly after starting ventilation or changing modes. These included loss of peep, high flow, obstruction, circuit calibration errors, and several occurrences of technical event 231008. When the device was later tested in the workshop, all functions were normal and no defect could be reproduced. This means the device itself was most likely working correctly. The pattern of alarms suggests that the problems during use were related to the patient circuit or to the way the device was set up. Situations such as leaks, loose or incorrectly connected tubing, blockages, patient movement, or an interrupted or incorrect circuit calibration can create the kind of alarm sequences seen in the logs. Because the ventilator performed normally during technical testing, the cause of the alarms was most probably external to the device. In simple terms, the device was functioning properly, and the alarms were most likely triggered by issues with the circuit setup, patient interface, or handling during clinical use rather than by a technical defect of the ventilator. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag by the user: "customer reported having issues during transfer of neonatal patient. Customer's hamilton t1 appears to have issues with o2 flow when in neonatal mode. Adult mode seems to work, but fails in neonatal mode. Customer attempted troubleshooting many times but unable to solve the issue. No lpo adapter is used." Patient was involved but no health consequences or impact. No intervention reported either. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).